Event description:
A physician reported a pt who received a treatment in 8/96 by another physician in the crow's feet lines, fine lines below the eyes, and other unk treatment sites. On 11/27/96, the pt received a treatment in the oral commissures, chin, and malolabial juncions. During 12/96, the pt alleged intermittent episodes of swelling at previous treatment sites (exact sites and dates of onset not documented); all suymptoms resolved within 24 hours of onset. On 1/8/97, the pt presented with a small nodule at a previous left crow's feet treatment site (date of onset not documented). The physician diagnosed a hypersensitivity; oral decadron was prescribed. The nodule resolved within 24 hours.